Manufacturer narrative:
Upon visual inspection the sockets were coated with a foreign substance: damage or extra impedance on the hall sensor line of the socket can result in false run signals.

Event description:
The device was returned for service. Upon evaluation, it was found that the device ran without user activation if the cable was moved.